Event description:
It was reported that noise was found on the lead. Lead was explanted. Lead issue suspected.

Manufacturer narrative:
All information provided by manufacturer, no medwatch form was received.